Event description:
A report was received that the scs system was not working and that it would be explanted.

Manufacturer narrative:
Additional information was received that the patient was successfully explanted. The patient confirmed that there was nothing wrong with the device and that he was receiving coverage, but it was not relieving his pain. In addition, the patient needed an MRI performed to diagnose his health problems. The need for the MRI also required the removal of the patient's system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#:(B)(4) model description:linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the scs system was not working and that it would be explanted.